Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing shocking sensation at the ipg site at a certain position. Physician prescribed medication to help with the sensitivity at the site; however, issue persisted. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned. This addressed the issue.

Manufacturer narrative:
A patient experiencing shocking sensation at the ipg site was reported to abbott. The patient¿s ipg was revised. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.